Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient with an implantable drug infusion pump indicated for intractable spasticity, movement disorders, and other. No drug information was provided. It was reported the hcp stated she was calling because the managing hcps office was not giving them timely appointments. The hcp noted they had one patient go into the hospital because the pump went empty. The hcp noted ¿she ended up in the intensive care unit (ICU)¿ and wanted to know if there were any other doctors. The hcp stated they were a licensed facility, and they got into a lot of trouble for that. Additional information received from the hcp on 2017-jan-25 reported the patient experienced the empty pump on (B)(6) 2016. Symptoms the patient experienced were severe muscle spasms. No trouble shooting or diagnostics were performed. The patient was given oral medication. The cause of the empty pump was the medication was not ordered on time. The pump was refilled and the patient was doing fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.